Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that threads on a blocker were damaged. Information regarding the event timing has been requested but has not been provided. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
Additional information in model #/lot #: lot number.

Manufacturer narrative:
The device was not returned for evaluation. A photo was provided, however the resolution was too low so that photo was not able to be used for analysis. By reviewing the reported information and previous investigations, it is believed that the threads were damaged in a manner consistent with cross-threading the blocker into the mating pedicle screw. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device installation.